Event description:
Per the clinic, the patient experienced a fall a day after device activation but no impact or injury on head was reported. It was reported that, short circuits were noted on 3 electrodes, resulting in the decision to explant the device. The device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.